Event description:
A micro-driver otw coronary stent system, length 12mm, diameter 2.25mm, was intended to treat a lesion in a pt. It was reported that the stent dislodged from the delivery system in the pt. It was reported that the device was unable to cross the lesion. During removal from the pt, the stent dislodged from the delivery system in the pt's leg. Pt status post procedure is unk. The device was returned to medtronic for eval. Procedural images were not returned. The stent was not present on the un-inflated balloon of the returned device. A large amount of blood residue was evident between the balloon folds and along the entire device. The balloon folds were slightly opened. Crimp/bake impressions were evident on the balloon working length. There was no other damage to the device.

Manufacturer narrative:
(B)(4): eval results: dislodgement.